Event description:
The account stated that the cell-dyn 1800 analyzer is generating low hgb results on 2 patient samples. For patient #1, the initial was 4.0 g/dl, the retest result was 13.0 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
2.5 ml syringe, sample probe, fluidic fitting, silicon tubing, and tygon tubing. In 2009, a customer, reported two (2) discrepant hemoglobin (hgb) results on two patient samples with the cell-dyn 1800 instrument. The customer stated that patient #1 had a hgb of 4.0 g/dl and upon repeat had a result of 13.0 g/dl. Patient #2 had a hgb result of 5.5 g/dl and upon repeat at the hospital had a result of 13.0 g/dl. The customer provided a hgb reference of 1800 (specification of 1800-2200). The customer stated that quality control (qc) on the hgb parameter was out of range low. The customer technical advocate (cta) reviewed the instrument history and discovered that the last on-site service was in 2008. The cta suggested a field service visit for issue resolution. In 2009, a field service representative (fsr) performed preventive maintenance on the cell-dyn 1800 instrument. The fsr replaced the fluidic fitting, silicon tubing, tygon tubing, the 2.5 ml syringe, and the sample probe. The instrument was performing within specifications and no further investigation was required. The cell-dyn 1800 system operators manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, service and maintenance, page 9-1, indicates that overdue maintenance is usually indicated by an increase in imprecision of one or more of the directly-measured parameters. This imprecision is due to carryover or dilution/sampling inconsistencies. If this occurs on more than a random basis, perform the appropriate maintenance more frequently than indicated. Section 9 also indicates the process to follow for daily, weekly, monthly, semi-annual, and as-required maintenance. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to discrepant hgb results on patient samples. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.